Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 32mmx2.25mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 32 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, the tip of the stent strut was lifted after several crossing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluation by MFR: the promus premier ous mr 32mm x 2.25mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts in the proximal section were lifted from the crimped stent position and bunched distally. The undamaged stent outer diameter was measured and was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the shaft polymer extrusion. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 32mmx2.25mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 32 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, the tip of the stent strut was lifted after several crossing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.